Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The cause of the incident was due to a failure to follow the indications for use as the proglide device was used in an incorrect anatomy (left external iliac artery). Per the instructions for use under indications the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Additionally, percutaneous cannulation of the vessel was reported to be a high in the distal left external iliac artery. The perclose proglide IFU state under special patient populations that the safety and effectiveness have not been established in patients with access sites above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks. The IFU also states under warning not to use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly tortuous and moderately calcified distal left external iliac artery using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices through a 6-french sized access site, both incurred a needle-to-cuff miss. Both proglide devices were removed and the suture from two additional proglide devices, were successfully deployed and set to the side. Serial dilatation of the access site was performed from a 6-french to 12-french to 18-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. The sutures were removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports. The proglide devices were used in the distal left external iliac artery. The IFU states under indications that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Incorrect anatomy. Percutaneous cannulation of the vessel was reported to be a high in the distal left external iliac artery. The perclose proglide IFU state under special patient populations that the safety and effectiveness have not been established in patients with access sites above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks. Additionally, the IFU states under warning not to use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use (IFU) state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The access site and subcutaneous tissue tract was reportedly deep. The IFU states under arterial site and puncture considerations that an extremely deep tissue tract can influence needle trajectory, which prevents the perclose proglide smc device needles from engaging the cuffs, or secure knot tying, as the suture trimmer may not be able to advance the knot to the arterial wall for complete apposition before locking the knot. An extremely deep tissue tract may require a long access needle and/or upon inserting the perclose proglide device, requires compression of the subcutaneous tissue (with the body of the device) to be able to obtain pulsatile flow.